Event description:
It was reported that the ventricular lead had high threshold. The lead was explanted. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.